Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the fp015 device was returned inside it's original packaging unopened. Upon visual inspection, a sleeve of 20mm was observed to be inside the package of 15mm sleeve. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a 15mm trocar was marked as 15mm but the sleeve was marked as 20 mm. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.